Event description:
Patient reports insulin pump gave no delivery alarm in the middle of the night with blood glucose range in the 400-500mg/dl. She also received a recall email regarding infusion sets causing hypoglycemia, however not mentioning hyperglycemia episodes.